Manufacturer narrative:
Other, other text: device evaluation: one used tracheostomy tube, cuffed, uniperc, 8mm was received for investigation without its original packaging. Visual inspection was performed and noticed water inside cuff which indicated that the inflation system was leaking. The customer reported problem was confirmed. According to the investigation, due to fact that cuff leak was observed during use (not during pre-testing) it is the most probable that reported failure occurred during tracheostomy procedure due to contact with sharp edge which is in conflict with instruction for use as10001025-002 rev. 100, point 6.3: "guard against cuff damage by avoiding contact with sharp edges." The problem source of the reported problem is user interface.

Event description:
Information received a smiths medical tracheostomy tube were cracked. The surgical trach with persistent cuff leaks requiring two exchanges. One procedure done in the operating theater and second instance a perforation in the cuff occurred with the additional of too much air in the cuff due to persistent leaks. Event occurred while in use with patient. No injury occurred. Medical intervention was required requiring exchange of tracheostomy in the operating theater and intensive care unit. Size of tube were 9.0 mm on one patient 8 mm on the second patient.